Manufacturer narrative:
The reported events were device dislodgement or dislocation, failure to sense, and failure to capture. As received, a complete lead was returned in one piece, with the helix retracted and clogged with blood. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not identify any evidence of conductor fractures or internal short circuits. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited loss of capture and loss of sensing. X-ray confirmed that the lead was dislodged. The atrial lead was explanted and replaced. The patient remained stable throughout the procedure.